Event description:
It was reported that partial deployment of stent occurred. A 6x40x120 epic¿ vascular stent was selected. Upon opening the package, it was noted that the stent was partially deployed. The procedure was completed using another stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).